Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.(B)(4).

Event description:
A customer reported the suction popped in two patient interfaces. Additional information requested.

Manufacturer narrative:
Visual inspection of the applanation cone of the patient interface shows liquid remains and debris on the applanation surface, which indicates eye contact. During functional inspection of the patient interface with the round remaining's of liquid on the applanation surface on the system shows a beam control check (bcc) error. According to the user manual, this bcc error appears during the focus control routine of the applanation cone. A possible reason is that the applanation cone is dirty or damaged. The user have to cancel the treatment and start again, using a new applanation cone. In this case the bcc error occurs due to the remaining's of liquid on the applanation surface, which indicates eye contact. After carefully cleaning of the applanation cone the functional inspection of the patient interfaces shows no deviation during detection and focus control of the patient interface. Further the barcode was also detected without any issue. The docking of the patient interface on a rubber test eye was performed without issue and a treatment would be possible. No lack of suction or unstable suction could be reproduced. So the reported problem can not be reproduced during testing and no contributing factors can be identified. There is no problem with the patient interface. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the product lot was reviewed. No abnormalities that could have contributed to this event were found. The associated product lot was released based on acceptance criteria. The root cause cannot be identified conclusively. The manufacturer internal reference number is: (B)(4).